Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.5 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient developed an infection at the pod¿s insertion site on their hip/buttocks while wearing the device between 24 and 36 hours. The patient's mother reported the steel insertion needle had not retracted and remained embedded in the patient¿s skin, causing a large bruise. The patient was taken to urgent care on (B)(6) 2026. The patient was treated with unknown antibiotics for a possible infection. Additionally, the patient's mother mentioned the needle was still visibly protruding from the pod after removal. The patient is now afraid to apply another pod due to the nature of the event. No blood glucose levels were mentioned.